Event description:
It was reported that, "as the citation short 0l broach was being attached to broach handle, the latch on the side of the handle became loose and fell off. Handle no longer has a functioning locking mechanism. Broach handle was not utilizing for the case."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.